Event description:
It was reported that during an initial right total hip arthroscopy, while impacting the cup, the surgeon tightened the positioning guide rod because it got loose. When the nurse took back the guide and unscrewed it, the tip was noted to be broken. The tip did not fall into patient and no foreign body was retained. Surgical technique was utilized. There was no patient impact and no surgical delay. No additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign: country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. Visual examination of the returned product identified signs of use with galling on the shaft near the fracture. The tip of the guide rod was fractured and was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. Unable to perform a compatibility check as insufficient information was provided. Medical records were not provided. The reported issue was confirmed based on the returned fractured device; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.